Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.174 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. During separate performance testing, the device also failed occlusion detection testing. The pump failed the 8 psi occlusion test, alarming at 58.200 psi, which exceeds the acceptance range of 0¿16 psi, and failed the 30 psi occlusion test, alarming at 57.100 psi, which exceeds the acceptance range of 22¿38 psi. The issues were identified during preventive maintenance testing only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records was completed, and no prior device testing or service events documenting the same failure modes were identified for this device. Complaint history was also reviewed, and no previous complaints associated with these failures were identified. During preventive maintenance testing, the device was found to have both electrical safety and performance-related failures. The ground resistance failure was corrected by replacement of the power filter module, and the occlusion detection failures were corrected by replacement of the pressure sensor. The probable cause of the identified failures was determined to be component failure of the power filter module and the pressure sensor, respectively. The occlusion detection failures are being evaluated under CAPA-15, ¿occlusion sensor pm complaint trends.¿ following component replacement, the device passed all testing.